Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets bent cannula events on (B)(6) 2025, and (B)(6) 2025. Events occurred after 3 or more hours of insertion. The insertion site was the abdomen. Infusion sets were used for 2-3 days for first event and 6 hours for second event. Blood glucose level was over 400 mg/dl at the time of the event due to which patient took assisstance from paramedics and patient was then transported to an emergency room (ER) and patient took correction injection via multiple daily injections (mdi) itself. Patient was found positive for ketones level. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.